Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and high capture thresholds. Subsequently, this lead was explanted and replaced. This product is not expected to be returned. No additional adverse patient effects were reported.